Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call taht the black o-ring was missing from her insulin pump. The reservoir would keep coming out of the reservoir compartment. The patient's blood glucose at the time of incident was 313 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump received with cracked case on display window corners, minor scratched lcd window, broken off reservoir tube lip, missing reservoir tube o-ring and cracked battery tube threads. Unable to properly lock reservoir in place due to broken off reservoir tube lip. Unable to perform functional test due to broken off reservoir tube lip.